Event description:
Device 2 of 3. Reference MFR reports: 1627487-2012-09187, 09189. The pt is implanted with two percutaneous leads (from two different lots). It was reported the pt had experienced a fall and since, had been unable to initiate a communication between the ipg and the charging system. X-rays were taken and the battery appeared to have flipped and one of the two leads had been pulled down a single vertebral segment. The physician decided to explant and replace the ipg with a different model ipg. During the procedure, the physician also repositioned the migrated lead. No further pt complications were reported. The pt reported effective coverage post-operative.